Manufacturer narrative:
Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there was a power on reset (por) message on the screen. In the hospital they were unable to communicate to the device with the physician programmer. An overdischarge was suspected and therefore a physician mode recharge was recommended. Additional information received reported that the device was not overdischarged as they subsequently saw the patient a week later and there was still charge in the battery and they were able to interrogate. The error code with the por was ¿device not supported.¿ there was no patient symptoms. The patient just could not charge. It was unknown what the cause of the por was as when the manufacturing representative saw the patient the following week they were able to interrogate and initiate charging. Actions taken to resolve the event was a new recharger and was recharged to 25 percent in clinic and told to go home and recharge to 100 percent. The event resolved.